Event description:
As reported: details to be provided upon physician's confirmation. Ecpella procedure that resulted in vascular surgery. (Only one of the manta's deployed), the other one was not deployed and trashed.

Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an ecpella procedure (combined use of extracorporeal membrane oxygenation (ECMO) and a percutaneous microaxial left ventricular assist device (plvad)) resulting in vascular surgery, difficulty was experienced with a manta closure device. One 14f ce manta was deployed and the other 14f ce manta unit was disposed. It was later reported the hospital would not want to disclose further details as it has been confirmed that this is not a product related incidence and requests this product complaint to be closed.